Event description:
Plaintiff alleges developing a latex allergy related to the exposure to latex gloves. Further alleges sustaining numerous injuries including respiratory problems, anaphylactic reactions, and related mental and emotional distress as a direct and proximate result of plaintiff's exposure to latex containing products.